Event description:
It was further reported that post arrive 2 procedure, the pt remainder in atrial flutter with variable heart block. The pt underwent direct current cardioversion from artrial flutter to normal sinus rhythm and implantation of a dual-chamber pacemaker for complete heart block 6 days post index procedure. An unsuccessful attempt was made at percutaneous closure of a known perivalvular leak across the mechanical mitral valve 14 days post index procedure. Recommendation was made to continue periodic blood transfusions for chronic hemolysis since th ept was not considered a good candidate for valve replacemen. The pt was transferred to a subacute rehabilitation facility 15 days post index procedure also receiving coumadin. The pt was admitted to a non-enrolling hosp with congestive heart failure and anemia 165 dyas post index procedure. The pt was treated with IV lasix and observed in the intensive care unit. Per source documents, there was some difficulty cross-matching the pt's blood type for transfucsion. Transfusion of two units of packed red blood and vitamin k to prevent auto-anticoagulation. The pt underwent a nephrology consult (date unk) for the urine culture (date unk) positive for gram negative rods greater than 100,000 u/ml. The pt's condition continued to deteriorate. Code status was designated "dnr" at her request. Comfort care measures were initiated and the pt expired 168 days post index procedure with her family in attendance. The cause of death epr case report form was "septic shock".

Event description:
Clinical study.same case as MDR 6000093-2005-01320. It was reported that 168 days after a coronary artery drug eluting stenting treatment procedure the pt expired of unknown cause. The index procedure treated two target lesions. Target lesion 1 was a 3.7 mm vessel diameter, 90% stenosed region of the mid right coronary artery (rca). The lesion was 10.0 mm in length, had moderate calcification, and was severely tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.5x20 mm drug eluting stent without complication. The taxus express2 8.8% 3.50x20 mm drug eluting stent without complication. The taxus stent was post dilated after deployment with residual stenosis of 10%. Target lesion 2 was a 3.8 mm vessel diameter, 90% stenosed region of the proximal right coronary artery (rca). The lesion was 20.0 mm in length, had moderate calcification, and was mildly tortuous. The physician predilated the lesion prior to placing one taxus express2 8.8% 3.5x28 mm drug eluting stent without complication. The taxus stent was post dilated after deployment with residual stenosis of 10%. The pt was discharged from the hospital 15 days post index procedure receiving asa and plavix. The site reported that the pt expired 168 days post index procedure of an unknown cause. No autopsy was performed. In the opinion of the physician it is unknown if the target vessel was involved in the death.